Event description:
The customer was hospitalized for high blood sugar levels. It was indicated that the customer was weak and the md was unable to determine the cause of hospitalization. The customer was uncooperative and unwilling to troubleshoot. The registered nurse was requesting the pump be replaced and was instructed to have the customer change out entire set.